Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to user technique and poor image resolution. The reported poor image resolution was associated with echo circumstances. The reported unexpected medical intervention was a result of case specific circumstance as a second clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2-3. It was noted that imaging was challenging. The first clip (ntw) was implanted on the mitral valve. After deployment, the clip had detached from the posterior leaflet. It was noted that the handle was being pulled strongly, which may have caused the detachment. A second clip (ntw) was implanted to stabilize the first clip. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.